Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: insulation failed. The root cause is cracked insulation due to possible normal wear, user misuse, or improper sterilization methods. (B)(4).

Event description:
It was reported the insulation failed.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation failed.